Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
The customer reported this device will not alarm when sensor is removed from patient. No patient impact or consequences were reported.

Manufacturer narrative:
The returned device was evaluated. External visual inspection showed no damage or defects. The device powered on using ac power but failed to turn on using dc power. The device was received in home mode. When powered on the device was able to obtain readings and alarmed audibly and visually under alarm conditions. The device alarmed each time the sensor was removed from a finger. Internal visual inspection showed a loose grounding screw, a damaged and loose c200 capacitor on the system board, and the fuse to the battery is measuring open. Both speakers appeared intact and measured within specification. The customer's complaint was not duplicated. A service history record review reveals that this unit was in the field for over six (6) years with no previous reported issues related to this reported event.

Event description:
The customer reported this device will not alarm when sensor is removed from patient. No patient impact or consequences were reported.